Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges of (10) minicaps were "outside, with the iodine spilled". The caps also had "torn packaging" (overpouch). The box was in good condition. This was found before using the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges of (10) minicaps were "outside, with the iodine spilled". The caps also had "torn packaging" (overpouch). The box was in good condition. This was found before using the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: jaag (previously submitted as mdg) correction made to a3: gender: male (previously submitted as ni) correction made to e1: initial reporter address: carrera 39 no 48b-32 (previously submitted as ni) additional information in h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.